Manufacturer narrative:
The field service representative performed multiple troubleshooting services including the replacement of the rgt syr o-rng, the smp wsh seal tip1, the smp wsh seal tip2 and the smp wsh syr o-rng. The replacement of the parts has resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and provides detailed instructions for the troubleshooting of elevated sample results. The architect c4000 service and support manual provide instructions for the removal, replacement and verification of the parts replaced. No adverse trends were identified for any of the parts replaced. A review of the architect c tracking and trending data showed no adverse trend for the architect c4000. The calculated erratic rates for the architect c4000, were all below the upper control limit. Further review showed no similar issues for discrepant results as described in this complaint. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false decreased sodium (na) results on the architect c4000 analyzer for one patient. The customer provided the initial = 113mmol/l, repeat = 136mmol/l (normal range 136 to 145 mmol/l). There was no reported impact to patient management.